Event description:
The customer went to the emergency since the reservoir's plunger was somehow pressed and injected extra amount of insulin into their body. It was stated that the reservoir's door was slightly open at one end and they noticed the luer of the reservoir was off line. The insulin was missing. However, the driver arms were still locked into the reservoir's plunger. Bgs were stabilized. The customer was at home the time of call. The customer was not hospitalized. Advised the customer not to use the pump.